Manufacturer narrative:
A review of the ventilator's event trace download revealed a couple of hardware fault 20 alarm conditions on the event date of (B)(6) 2015. The manufacturer was unable to duplicate the reported problems during testing. The ventilator passed an extended test run using the customer¿s ventilator settings. A visual inspection of the ventilator revealed the power flex was damaged but is unrelated to the reported problems. When the power flex was replaced, the ventilator passed the initial final test and initial alarm volume tests. The hybrid board will be replaced as a precaution.

Event description:
It was reported that the ventilator had a hardware fault 20 alarm condition and stopped blowing air. No patient harm reported.